Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748295, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v026380, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v026239, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that there was an infection and surgery was scheduled to replace the implantable neurostimulator (ins). The revision was possibly due to infection. A family member reported that this was the patient¿s fourth infection. The area of infection was unknown. It was unknown if any troubleshooting had been done. It was unknown if the infection had been confirmed. It was noted there were no additional details. Per manufacturer device registration, the device was explanted and replaced on (B)(6) 2013. Additional information was requested but was not available at the date of this report. See MFR. Reports #3004209178-2013-15742, #3004209178-2013-15746, and #3004209178-2013-15747 regarding additional infections the patient had.